Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had lack of therapeutic benefit since implant, for a little bit they had maybe 10% improvement in symptom control but none anymore. Patient also had some pain along with pressure to urinate and it seems that the pain isn't has bad however still has the pressure. There was no change in therapy related to positional movement. The patient has been increasing the intensity on initial program and currently at 5.9 v and said can't go any higher and wanted to know the highest setting. It was reviewed that for troubleshooting there was the option of changing programs, which the patient declined. When asked about trial results, patient said he couldn't tell if there was any improvement however said that he decided to get the permanent implant and hcp agreed. Patient was redirected to follow up with their hcp for troubleshooting. Symptoms reported were: no therapeutic benefit, patient has to go 10x/day and 10x/night, constant pressure to void and said as a result has difficulty sleeping (which has been going on since prior to implant). No further complications were reported or are anticipated.